Event description:
Patient in office today for routine pacemaker follow up. Noted significant battery drain. Bsc tech support contacted and recommends generator change within 28 days. Manufacturer response for pacemaker, boston scientific accolade l321 (per site reporter). Per bsc tech support, device does have premature battery drain.